Event description:
The report from the database indicated that the patient died after cardiac surgery. The event occurred approximately 290 days after the index procedure. The event was reported to be unrelated to the device or the procedure. The indications for the index procedure were silent ischemia, and a positive stress echo test. The patient was reported to have three (3) vessel coronary disease. The target lesion was reported to be the first (1st) obtuse marginal branch. The vessel was reported to be a native coronary artery, 2.3 mm in diameter, with moderate tortuosity of the proximal segment. The target lesion was reported to be: de novo, 6 mm in length, not ostial/totally occluded or a bifurcation lesion, smooth, eccentric, with little or no calcium, absent of thrombus, and type b2. The lesion was not pre-dilated. A cypher 2.5/13mm stent was deployed at 16 atm with a satisfying result. The residual stenosis was 3%. The flow pre and post-procedure was timi 3.